Manufacturer narrative:
Six (6) actual samples were received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The samples were returned with the aluminum foil peeled. The sponges were found fully separated from their caps in five (5) samples. The reported condition was verified in five (5) minicaps. In one (1) sample the sponge was found protruding above the rim of the cap. The reported issue was not verified, but the sample did not meet specification due to the protruding sponge. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was completely separated from each of six (6) minicaps. There was no patient involvement. No additional information is available.